Manufacturer narrative:
The alarm trace history showed abnormal aspiration and sample short s1 errors. These are consistent with poor sample quality. The investigation determined that the event was due to a hardware issue. The investigation determined that the service action resolved the issue.

Event description:
There was an allegation of questionable calcium gen.2 results from the cobas c 503 analytical unit for thirteen patients. Please see the attachment "(B)(6)" for the results. The customer had released the initial result for patient 1 and realized that there was a repeat result. The repeat result was deemed to be correct. Additional results were retrieved later during the investigation, which are also provided in the attachment.

Manufacturer narrative:
The calcium gen.2 reagent lot number is 89430901, and the expiration date is 31-oct-2026. A field service engineer (fse) determined that the vacuum tubing was broken. The rinse levels were adjusted. Calibration and qc were completed and within specifications. A correlation was performed between the two analyzers and confirmed that the results matched. Calcium precision testing was completed and passed. The investigation is ongoing.